Event description:
Physical therapy asst. Called nurse into room because ng tube leaking. Staff found keofed guide wire was left in the tube causing obstruction. Guide wire removed, tube checked for placement, flushed, and reconnecteddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: failure to follow instructions. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, other. The device was destroyed/disposed of.